Event description:
According to the report, a patient required a reoperation seven years post-operatively due to a aneurysmal formation of the conduit of a medtronic freestyle aortic valve. The surgeon felt it was caused by bioglue surgical adhesive.

Manufacturer narrative:
The manufacturer's investigation into the reported event is ongoing. Any additional information will be provided in the follow-up report.